Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The supplemental MDR b5 statement should be: subsequent to the initial MDR, an addition is required.

Manufacturer narrative:
B5 describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2 additional information/ device evaluation - addition information. H6 adverse event problem - correction.